Manufacturer narrative:
(B)(4). Patient age was reported as the number "(B)(6)" without units in the distributor complaint form and was assumed to be (B)(6) years old. A follow-up report will be submitted if additional or corrective information is found to be contradictory to the current information.

Event description:
Dexcom was made aware on 04/23/2017, that on (B)(6) 2017, the receiver displayed errhwbat. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The customer complaint could not be determined due to receiver has already been scrapped before qa and rg lab created this (B)(4). Original investigation was done on before the device was assigned to a technician on 06/13/2017 but was removed prior to delivery.